Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device image suddenly went black during the operation. The image went black again after restarting and changing the bar. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to the regional repair center for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fibre bonding in the outer tube area (distal end) was damaged, the dielectric strength was inadequate, and the protector of the video cable section was cut. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer¿s allegation the image was not displayed due the video cable was broken. For the newly reportable malfunctions identified through the investigation as ¿the dielectric strength is inadequate¿ it was due to the outer tube was damaged; and for ¿the protector of the video cable section is cut¿ the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device image suddenly went black during the operation. The image went black again after restarting and changing the bar. There were no reports of patient harm.